Manufacturer narrative:
This report involves a retrospective study noted in an article. No devices were available for analysis. Attachment: bae ju kwon, md; moon hee han md; hyun-seung kang, md; and cheolkyu jung, md; "protection filter-related events in extracranial carotid artery stenting: a single-center experience" journal of endovascular therapy december 2006; 13:711-722.

Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of symptoms/ae: during the procedure. The following was noted during article review. A retrospective study was conducted of 77 carotid artery stenting procedures, using two types of embolic protection devices (epd) to report the complications, rescue procedures and consequences related to the use of an embolic protection filter during carotid artery stenting (cas). It was reported that during a carotid artery stenting procedure, one patient experienced flow impairment, drowsy mentality and hemiparesis. The drowsy mentality and carotid flow were restored upon filter retrieval, the hemiparesis improved in 15 minutes except for the handgrip power which resolved completely in two weeks. There was no reported treatment. No abbott stent devices were used for this study. Although requested, there is no additional information available.